Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Both segments, the terminal end and a middle segment that was missing the rate-sense coil, passed resistance testing. Visual inspection did not find any conductor fractures. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The lead tip was not returned.

Event description:
It was reported that this right ventricular lead exhibited oversensing of noise. An attempt to explant the leads was unsuccessful as the leads could not be removed. Following this attempt, the patient reportedly developed an infection. The patient was transferred to a different hospital and the entire system was explanted. No additional adverse patient effect were reported.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due exhibiting oversensing of noise. The patient underwent surgical intervention and the lead was successfully replaced. No additional adverse patient effects were reported.